Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle had the needle break while being used during injection.

Event description:
It was reported that the bd precisionglide¿ needle had the needle break while being used during injection.

Manufacturer narrative:
Investigation: one sample and one photo was received for evaluation. Both show that the needle is broken close to the plastic hub therefore failure mode is verified. This likely occurred during the needle integration process during production. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.